Event description:
Reported due to a guide break found upon investigation. Physician attempted arteriotomy closure with the closer s device following an interventional procedure. Reportedly the "suture broke when the physician tried to push the knot tight to achieve hemostasis." Hemostasis was achieved with manual compression. The device was returned and upon investigation a guide break was noted. Although requested, no additional info was provided.